Event description:
During a stenting procedure in the proximal circumflex, a crack was noted in the hub of the sds when negative pressure was applied with the inflation device. The user was able to deploy the sds despite the crack, by holding the crack closed manually, and the stent was successfully deployed at nominal pressure. There was no report of pt injury. The product is said to be available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.